Manufacturer narrative:
The device was returned as part of the asset return process, light cover glasses had evident fluid, light transmission had evident fluid, optical cover glass adhesive was uneven, distal end cap was worn, distal end adhesive was discolored, biopsy port rubber cover was loose, air/water housing had colored ring worn, up/down brake lever was stained, suction connector had water leakage, and right angle did not meet specifications. . The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera elite colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air/water channel and jet channel had white crystallized contamination. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed and presumed to have been a simethicone-type product, but could not be further identified; these events were considered to have been due to reprocessing that could not be conducted properly due to a leakage from the scope connector (s-connector). A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.